Event description:
Nurse reported customer being hospitalized with low bg. Customer is starting a new job and is under stress and is getting more exercise. Customer doesn't remember if customer was disconnected during rewind and manual prime. Explained the importance of disconnecting during rewind and manual prime. Troubleshooting performed and pump is operating as designed.